Event description:
The customer reported being hospitalized due to high blood glucose of over 600mg/dl. The customer stated that he was thirsty, weak and could not breathe. The customer was experiencing high glucose for the past three months. The customer's most recent glucose reading was 167mg/dl, and she has treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. Found that the customer had multiple stretch marks and possible scar tissue. The customer also mentioned having some site infections and irritations. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.